Event description:
The patient reported the cannula was already sticking out when they removed the needle guard cap to apply the pod indicating that the needle deployed prior to proper pod activation. The patient did not apply the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.